Event description:
Bmw guide wire and the crosssail bdc could not corss a tight and calcified lesion, therefore, the procedure was abandoned. Reportedly, there was no patient injury. This event is eing filed based on the analysis of the returned guidewire, which revealed the shaping ribbon was separated.